Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. In addition, it was reported that a cartridge change error occurred, and insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Tandem technical support determined the cartridge to be the cause. Customer changed the cartridge to address the issue. Customer¿s blood glucose level was between 346-386 mg/dl.